Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a patient's mother stating that her son had died suddenly at a short stay facility. Mother states an autopsy will be performed to determine the cause. It is unknown if the device was in use at the time of death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: additional information was received from the sales rep as a part of the manufacturer investigation. The patient was not using the device when the death occurred. Additional information added to box h. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information from a patient's mother stating that her son had died suddenly at a short stay facility. Mother states an autopsy will be performed to determine the cause. It is unknown if the device was in use at the time of death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.